Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support advised several corrective actions, including disconnecting tubing, delivering boluses, loading a new cartridge, and replacing supplies as necessary. The customer was able to successfully deliver the bolus.